Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure the contact pad fell off of the device. It is unknown how the procedure was completed. There were no patient consequences reported. One device will be returned.